Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The target lesion was the distal rca. The lesion was treated with rotational atherectomy and balloon angioplasty. The physician then attempted to advance the express2, however, it became caught in a previously placed stent in the proximal-mid rca. Upon removal it was noted that the stent's edge was flared. The guide catheter was exchanged and the express2 was re-advanced and became caught again. During removal, the stent dislodged in the proximal rca. A snare was used to bring the stent back as far as the sheath, however, the stent could not be brought back through the sheath. An incision was made and the stent was successfully removed.